Event description:
An ophthalmic surgeon reported that there was a leakage around the tip of an infusion cannula during a vitreoretinal procedure. The issue was resolved by replacing the product. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed , this is the second complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The surgically used returned sample was visually inspected; a small hole was visible on the infusion cannula tubing at the base of the infusion cannula. Another hole, approximately 180 degrees around the cannula was found on the tubing on the cannula hub, the damage and marks observed on the tubing is consistent with customer mishandling of the device with a surgical tool. The infusion cannula tubing appeared to have been squeezed/pulled with excessive force. The holes observed on the tubing would have resulted in the customer's experience of "leakage". After a thorough analysis and based on the damage of the infusion cannula tubing observed under high magnification, the root cause of the customer complaint is customer misuse of the device. The marks and damage found are consistent with damage from excessive mishandling and/or applied force with a surgical instrument. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).